Manufacturer narrative:
Product complaint # (B)(4). Adverse events will be submitted via 2210968-2020-05110, 2210968-2020-05509, 2210968-2020-05510, and 2210968-2020-05511. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an orthopedic uni knee procedure on (B)(6) 2020 and suture was used. During the procedure, the suture came out of the swage. Repeated and the case was finished with same suture of a different lot number. The procedure was completed successfully with no adverse patient consequences.